Event description:
It was reported that a bone cement extravasation occurred laterally on the right side at level l2 during a two level kyphoplasty case. The pt was under local anesthesia and appeared to be asymptomatic during the procedure. An x-ray confirmed the extravasation and the pt remained asymptomatic in recovery. The procedure was completed successfully and no complications were reported. No additional info was reported.

Manufacturer narrative:
Method: device not returned, follow up with company representative.